Manufacturer narrative:
Evaluation of the returned benchmark revealed a kink near the hub and a fracture beneath the strain relief. This damage is likely the reported hole, confirming the reported complaint. If the device is advanced against resistance during use, damage such as a kink and subsequent fracture may occur. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed additional bends and kinks throughout the length of the catheter. This damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, while advancing the benchmark into the patient, the physician experienced resistance. Subsequently, while flushing the benchmark with saline, the physician noticed that there was a hole near the hub of the benchmark, outside the patient. Therefore, the benchmark was removed. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.